Event description:
The international customer reported the ventilator alarmed during preparation for use due to a flow sensor mismatch and would not power on. The manufacturers field service engineer (fse) confirmed the reported problem. The fse replaced the sensor pcb board to correct the reported problem.